Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient felt like they were having a quick heart rate. Follow-up with the physician's office did not yield any additional relevant information regarding this event. Device status is unknown at this time, due to lack of serial ID. No patient complications have been reported as a result of this event.